Event description:
It was reported that during a recanalization procedure of a calcified target lesion in the popliteal artery to the anterior tibial artery via an ipsilateral antegrade approach, the catheter was allegedly found to be separated. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Sample appeared clean. Material separation noted to the returned sample. No functional testing due to the condition of the device. Based on the findings, the investigation is confirmed for the reported material separation issue as a distal tip separation noted to the device. A definitive root cause for the reported material separation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. Expiry date: 03/2023.